Event description:
A nurse from the user facility reports a foreign substance was noted on the intraocular lens following insertion. Enlargement of the incision and 1 or 2 sutures were required to accommodate removal and replacement of lens. The pt's outcome is pending but follow-up indicates the prognosis following surgery is good.